Event description:
Boston scientific received information that the patient believed that the device was not kicking in and inquired if the device can be checked over the phone. A boston scientific technical services (ts) discussed that a device check is possible if there was a trans-telephonic monitoring (ttm) equipment available. The patient was advised to contact the local physician or the local representative to ask for further assistance as the device was not yet checked for quite some time. Attempts to obtain additional information was made however was unsuccessful as the field representative did not have any patient information available. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.